Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. Based on the information collected, the sling had been applied while the resident was seated in the wheelchair. A tenured caregiver verified the three points of contact, while another caregiver was responsible for checking the left shoulder clip, the one that subsequently detached. The lift and the sling (model maa4100m, serial number (B)(6) were inspected by an arjo representative, and no issues were identified. Due to the mushroom-shaped design of the attachment lugs, the clip cannot be partially engaged. When a resident is suspended, the weight of the load applies tension to the sling straps, securing the clips in position and preventing unintended detachment unless a force greater than gravity is applied in the opposite direction. No resident related forces were reported that could have caused detachment. Customer testing demonstrated that the only reproducible scenario leading to detachment occurred when the sling strap, rather than the clip, was placed onto the spreader bar hook. In the maxi move instructions for use (IFU 001.25060. En rev. 12), it is stated: ¿maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual.¿ ¿once the maxi move is in position, attach the shoulder strap attachment clips to the sling attachment lugs on the spreader bar.¿ ¿caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ the most likely root cause of the event was the inadvertent mis-attachment of the sling by the caregiver, the sling strap rather than the clip, may have been placed onto the spreader bar hook. No deficiency was identified in the system (maxi move used with sling); it met its specifications. The system was used for patient transfer and therefore played a role in the incident. This complaint was deemed reportable due the left shoulder clip detachment that occurred during the resident transfer.

Event description:
It was reported by customer staff that the left shoulder clip of the sling detached while transferring a resident using the maxi move lift. The staff were able to catch the resident mid-air, preventing a fall. No injuries were reported.